Manufacturer narrative:
(B)(4).

Event description:
It was reported the truclear ultra plus device presented metal shards and appeared damaged after use. During the procedure the surgeon noticed a shard after 3 to 4 activations of the foot pedal and removed the device for inspection. The procedure was cancelled due to multiple issues related to the patient's difficult anatomy including a dense fibroid and not just because of the shards. A back-up device was available if the surgeon had opted to continue the procedure. Surgeon is confident all shards were removed with the flushing process that is standard for the procedure. Patient post op condition is reported as good.

Manufacturer narrative:
Device investigation narrative - inspection of the returned device indicated the following: there is evidence that the device had been bent at the distal tip. The bend in the distal tip of the device is likely due to excessive leverage during use. Inspection of the inner blade assembly indicated that there was deformation on the distal cutting edge. This damage is consistent with impact of the inner blade assembly with the distal edge of the bent outer blade cutting window. No manufacturing related defects were observed. No further investigation is required. (B)(4).